Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their left top aligner is cutting their tongue. It is causing it to bleed, swell and they feel like they have an ulcer on their tongue. Provided patient with hh tips with filing down sharp edges.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.